Manufacturer narrative:
Correction h1: the console MFR 3010617000-2021-00697 was incorrectly accessed. The report should be a malfunction reportable event.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. In agreement with a customer, death was not related to zoll device.

Event description:
The (B)(6) female patient ( (B)(6)) was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. An icy catheter (lot # 158272) was inserted into the patient's right femoral vein on (B)(6) 2021, the insertion was smooth. Before the initiation of rewarming, the patient's body temperature was measured at 35.6 °c. The target temperature was set to 36°c. The patient's temperature at the time of issue was 36°c. On (B)(6) 2021, 28 hours after the catheter insertion, the user noticed that the saline bag was almost empty and the console #1 generated the air trap alarm, however, there were no traces of fluid observed on the patient's bed, floor, or console. The user replaced the saline bag and the console to continue the therapy, however, the saline bag got empty again and console #2 generated an alarm. Per a reporter, the catheter was tested before the insertion by flushing fluid and aspirating, no leak was observed. Per the physician, the catheter was not replaced due to the patient's uncertain neurological prognosis. Per the reporter, the patient expired, and the catheter was removed on (B)(6) 2021. After removing the catheter, the user noticed a small hole in the catheter shaft. It was suspected that approximately 1000-ml of saline had been infused into the patient's body. Per a user, the patient's death was not attributable to the icy catheter and the cause of death was a cardiac arrest. See MFR 3010617000-2021-00696, ccr 56667, for thermogard console #1 . See MFR 3010617000-2021-00610, ccr56667, icy catheter (lot # 158272).